Event description:
Additional information later received the patient was now receiving effective therapy. There were no future plans to remove any of the catheter fragment.

Event description:
It was reported that the patient had pain. A dye study was done. The catheter ruptured/broke at the distal end. The patient¿s chronic pain in his lower back and lower extremities had returned since the patient was not receiving the medication correctly after the ruptured catheter. On (B)(6) 2014, a portion of the catheter was removed; part of the catheter remained inside the patient. A new catheter was implanted. The physician believed that the catheter was cut by the patient¿s vertebrae. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).